Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) it was reported that (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure due to being deployed too low. There was no difficulty implanting the 27mm navitor vision valve. There was mild calcification extending in the left ventricular outflow tract. The length of the membranous septum was 9.4mm and the final non-coronary cusp implant depth was 4.5 mm. On (B)(6) 2024, it was noted via electrocardiogram that the patient had an onset of atrial fibrillation with symptomatic pauses. On (B)(6) 2024, the decision was made to implant a permanent pacemaker. The cause of the patient's worsening atrial fibrillation with symptomatic pauses is attributed the patient's previous permanent atrial fibrillation and the implant procedure. There was no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported atrial fibrillation appears to be related to patient condition (previous permanent atrial fibrillation). The reported surgical intervention and hospitalization were results of case-specific circumstances as the patient was hospitalized and a permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.